Manufacturer narrative:
Additional information was received stating the out of range shock impedance measurements are still occurring. All other lead values are normal and stable. A boston scientific technical services consultant documented the details and discussed further testing and troubleshooting with the caller. The patient was brought into the clinic and a 1.1j synchronized shock was delivered and a 69 ohms shock impedance measurement was produced. Additionally, defibrillation threshold testing (dft) was successful. The physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and discussed that is a device status indicator shock lead impedance out of range on the summary page from latest device transmission. A review of the alert history also revealed a previous detection of an out of range measurement from seven months ago which had been dismissed by the clinic. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an out of range shock impedance measurement was noted during review of the data from this patient's remote monitoring system. The caller wanted to know why they did not receive a red alert for the out of range measurement. No adverse patient effects were reported.